Event description:
It was reported that the hand held froze during the intraopertive lead test. Attempts to resolve the event by performing a soft reset and reseating the flashcard were unsuccessful. As a result, the surgeon was not able to complete the testing of the device intraoperatively. Attempts to obtain add'l info from the site have been made, but have been unsuccessful to date.